Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed within a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The particulate matter was further described as fiber discovered in the eva bag during the filling process and prior to patient use. There was no patient involvement. No additional is available.

Manufacturer narrative:
Additional information : the device was manufactured between september 17, 2018 - september 19, 2018. The device was received for evaluation. Unaided visual inspection was performed which revealed a white floating fiber approximately 0.05 inches in length inside the fluid pathway of the sample. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.